Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm on the device and all operating currents were within specifications. There was no unexpected battery out limit alarm on the device. The insulin pump was receive with cracked case on the display window corners, minor scratches on the lcd window, cracked reservoir tube lip and cracked end cap. There was no moisture damage on the motor assembly or electronic assembly during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call button error alarm, battery out limit alarm and high blood glucose levels. Customer's blood glucose level was 450 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for the button error alarm was performed. Customer advised at a pool party the insulin pump was exposed to moisture and stopped working. Troubleshooting for battery out limit alarm was performed. Customer was advised the battery cap may have been loose which resulted in the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.